Event description:
Additional information was received which states that the consumer experienced instant pain and stinging upon insertion and found the lenses very difficult to remove. When the lens was eventually removed, it left a firm, almost matte, glue-like substance on the eye, causing pain and blurred vision. The consumer took a short video and pictures of the eye to show to the optician, if needed, which displayed the oddly matte appearance, with the glue residue and particles that remained when attempting to remove the lens. Once the lens was out, the eye had a cloudy appearance, almost as if the eye had a sticky layer on it. The consumer used a significant amount of saline solution, but the residue was only partially coming off. The consumer then used a cotton bud to try to remove it, but the process was excruciating. After finally removing the lens, it appeared cloudy and left a tacky residue. The consumer was unable to remove the glue-like substance, which was stuck fast to the eye. The experience was painful and distressing, and the consumer could not see clearly from the affected eye, which required an emergency appointment with an optician. The treatment took an hour and involved two applications of anesthesia to allow the optician to use a swab across the eyeball, along with irrigation sessions. The optician examined the lens and stated that, in his twenty years of practice, he had never encountered anything like it. He wanted to send the lens to the company for further analysis but, after further discussion, the decision was made for the consumer to contact the company directly. The optician prescribed eye drops to the consumer. The consumer's eye often felt dry, and they continued to use the drops as prescribed. The current status of the consumer's eye was symptoms resolved at the time of this report. Additional info has been requested but not yet received.

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record for this lot have been reviewed and found to be in compliance. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Initially reported by a consumer who has experienced pain in right eye which left lens cloudy/milky film coating on eye. Which was consider as nonserious due to lack information. Upon on follow up additional information was received which states that the consumer experienced instant pain and stinging upon insertion and found the lenses very difficult to remove. When the lens was finally removed, it left a firm, almost matte, glue-like substance on the eye, causing pain and blurred vision. The consumer took a short video and pictures to show the optician if needed, which displayed the unusual matte appearance, glue residue, and particles that remained when attempting to remove the lens. Once the lens was removed, the eye appeared cloudy, almost as if it had a sticky layer on it. The consumer used a significant amount of saline solution, but the residue was only partially removed. The consumer then attempted to use a cotton bud to remove it, but this process was excruciating. After much effort, the lens was removed, appearing cloudy and leaving a tacky residue. The consumer was unable to completely remove the glue-like substance, which was firmly stuck to the eye. This experience was painful and distressing, and the consumer was unable to see clearly from the affected eye and required an emergency appointment with an optician. The treatment took about an hour and involved two applications of anesthesia to allow the optician to use a swab across the eyeball, along with irrigation sessions to remove residue from underneath the eyelid and the tear film. The eye was irrigated thoroughly. The optician examined the lens and stated that, in his years of practice, he had never encountered anything like it. He initially considered sending the lens to the company for further analysis, but after further discussion, the decision was made for the consumer to contact the company directly. The optician advised the consumer to use dexpanthenol eye drops and cold compresses with paracetamol for comfort. The consumer's eye often felt dry, and they continued to use the drops as prescribed. During a follow-up visit with the optician the next day, the consumer was informed that no long-term damage was observed. By the time of this report, the symptoms had resolved. Additional information has been requested but has not yet been received.

Manufacturer narrative:
Additional information has been provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Upon investigation completed, the complaint has been reassessed, based on the facts available at this time. It is confirmed that there was no temporary or permanent damage to the user health and there was no permanent decrease in visual acuity. As per our current event coding guidelines and seriousness criteria guidelines, this event of corneal opacity will no longer be considered as reportable and was downgraded.

Manufacturer narrative:
D.9., updated. Corrected information has been updated in b.2., b.5.,h.6., upon investigation completed, the complaint has been reassessed, based on facts available at this time after the submission of the initial report, this complaint does not meet the criteria for a serious adverse event, the report has been downgraded to non-serious and non-reportable and will no longer require updates in the future. H.3., h.6.: the actual complaint product was returned and was found to meet manufacturing specifications. The device history record for this lot have been reviewed and found to be in compliance. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).